Manufacturer narrative:
Service was dispatched to evaluate the instrument. Field service engineer (fse) reported the cause was the wash collar waste valve. Fse replaced the part and issue was resolved. The beckman coulter internal identifier for this event is (B)(4).

Event description:
Customer reported the unicel dxc 600 pro synchron system had erroneous low, high, and suppressed results for multiple chemistries. Customer reported several millimeters of fluid leaked from reagent probe b onto the well above the reagent packs. Customer reported the fluid leaked onto the reagent packs inside the reagent carousel but contained to the instrument. No exposure reported. Customer was wearing lab coat and gloves. Erroneous results generated but were not reported outside of the lab. No change in patient treatment reported.